Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 18 mg/dl at the time of call. The customer stated that she treated the high blood glucose with glucagon shots. The customer stated that the drive support cap appeared normal. The customer declined to troubleshoot for air bubbles, leaks, insulin and site issues and settings. The insulin pump will be returned for analysis.